Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched for this event. There is no evidence that the access accutni+3 reagent was returned for evaluation. Quality controls (qc) and calibrations were performing within specifications at the time of the incident. In conclusion, the cause of the incident cannot be determined with the available information. (B)(4). All mdrs associated with this event: MDR 2122870-2015-00417.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results on the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4) ) for two (2) patients. This report addresses the results obtained for one patient, designated as patient 2. The customer reanalyzed the patient's sample three (3) additional times on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and obtained results within the assay's normal reference range. The initial, elevated accutni+3 results were released from the laboratory. There was no report of patient injury or change in patient treatment associated with this incident. Calibration, qc (quality control) and system check parameters were performing within assay and instrument specifications at the time of the incident. The patient's sample was collected in a rapid serum tube (rst) and was then centrifuged at 3,000g (g-force) for ten (10) minutes between 15 and 25 degrees celsius. No issues with sample integrity, hardware errors or sample flags were reported by the customer.